Event description:
It was reported that during a laparoscopic super cervical hysterectomy procedure the tissue pad fell off when the surgeon was wiping off the device. The tissue pad did not fall into the patient. The tissue pad fell into the scrub techs hand. Another device was used to complete the case with no patient consequence.

Manufacturer narrative:
(B)(4). (B)(4). The analysis results found that the device was returned with the tissue pad missing. As the tissue pad is no longer attached to the clamp arm, further evaluation could not be performed. Each device is visually inspected and functionally tested prior to shipment and damage of this magnitude would have been detected during this inspection and testing. However, a corrective and preventive action has been initiated to address this issue.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
Customer reports the inform system will not download; also reports discolored connector pin, and the 3rd connector pin from the left is greenish. No quality controls were used. No adverse event reported. Upon evaluation by the manufacturer, it was confirmed that the meter did not download, and that the corroded pins caused an electrical short. Requested return of suspect device and replacement was sent.